Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. During the time of the occlusion alarm, the customer did not observe insulin exiting the cartridge patient line and the cartridge was filled with apidra insulin and in use for 4 days. Due to the occlusion alarm, the customer experienced elevated blood glucose (bg) levels and large ketones described as life threatening; no exact bg value was provided. The customer consumed water, contacted their healthcare provider and administered manual injections in an attempt to decrease their ketones. The customer was later hospitalized due to experiencing diabetic ketoacidosis. While in the hospital, the customer had blood test performed, insulin delivered intravenously, and fluids delivered intravenously. The customer was released 3 days later. Tandem technical support advised the customer to change their supplies every 2 days and that apidra insulin was off label to use with the pump.